Event description:
Spd noticed that the suregrip tissue grasper 9" was missing the spike.

Manufacturer narrative:
Innomed, inc. Was alerted of the described event via mail on june 28, 2022. No information was listed on the report regarding the initial reporter, or the user facility, therefore innomed was unable to request and receive the affected device to perform an evaluation. No investigation could be conducted. A survey of the internal complaints database identified that the described event also occurred with two similar parts (3645-01 and 3645-02). After an investigation was performed in each case, a root cause was determined and corrective and preventive measures were implemented. Innomed will continue to trend the affected and similar parts to determine if additional corrective and preventive measures are required.

Event description:
Spd noticed that "the" sure grip tissue grasper 9" was missing the spike.